Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report a possible broken sensor wire occurring on (B)(6) 2015. Upon removal of the sensor pod from the patient's body, a portion of the sensor wire the sensor wire was sticking out of the skin approximately 1 mm or smaller. The sensor was inserted at the buttocks on (B)(6) 2015. The patient was reported to be fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).